Event description:
A customer in (B)(6) filed a complaint stating that the cobas ampliprep / cobas taqman hcv test using amplilink software v 3.2 generated a (B)(6) result of (B)(6) cp/ml due to an early CT value of the target caused by a tilted baseline of the target curve. It was unknown if this result affected any patient treatment.

Manufacturer narrative:
At the time this complaint was investigated, a review of the data showed the (B)(6) result was due to an early CT value of the target caused by a tilted baseline of the target curve. The elth algorithm caused this tilted curve. The issue is still under investigation. The issue is considered to be a rare occurence. The cap/ctm hcv test is intended to be used as a monitoring test in conjunction with the clinical presentation and other laboratory markers as an aid in assessing viral response to antiviral therapy as measured by changes in plasma nucleic acid levels. In that regard, to the extent that observed sudden titer shifts are inconsistent with previous test results and overall clinical presentation, they should not result in changes to established therapy regimes. We recognize that this medical device report is being filed beyond the 30-day reporting timeframe as outlined within 21 cfr 803.50. During a review of our MDR process, we determined that not all events that occurred ex-us were being assessed for MDR reportability within the united states. As a result, all potentially critical complaints (us and ex-us) filed going back to 01-jan-2008 were reassessed to determine if any of those cases represented a MDR reportable event. During the retrospective review, this event was identified as being MDR reportable. We are taking appropriate internal corrective actions to prevent recurrence of late filings.